Manufacturer narrative:
It was reported that the venous pressure reading showing zero. The hls cable connectors/pins had corrosion. The failure occurred during training. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop occurred on the date of event due to the pressure reading issue. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. Referring to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2023-10-27 for the period of 2014-09-10 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-09-10. Based on the results the reported failure "wrong pressure reading issue due to hls cable" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the venous pressure reading showing zero. The hls cable connectors/pins had corrosion. The failure occurred during training. No harm to any person has been reported. Complaint ID (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
UDI related data quality updates only. This follow-up emdr is submitted to provide a statement regarding the lack of UDI number for the device related to this event. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. The investigation results have not been changed since the last emdr (mfg report number).